Manufacturer narrative:
The pump will not be returned for evaluation as an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt died of sepsis and renal failure. An autopsy was not performed.